Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert trial was reported. The event was confirmed. Method and results: -device evaluation and results: a material analysis has been performed. The report concluded: "both inserts broke in overload. Notable surface damage was found on both inserts indicating that the trials had been impacted during use. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed. A material analysis has been performed. The report concluded: "both inserts broke in overload. Notable surface damage was found on both inserts indicating that the trials had been impacted during use. No material or manufacturing defects were observed on the surfaces examined."

Event description:
Surgeon broke two trial inserts while doing the final trailing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon broke two trial inserts while doing the final trailing.